Event description:
This was a case of a retained sponge that was incorrectly counted at the end of a CABG. This cardiac insulation pad was used during CABG, not retrieved at end of case and unable to be detected on x-ray. The directions on the package instruct the user to keep the flag visible outside the chest cavity to facilitate removal but this was not done.